Event description:
It was reported to boston scientific corporation in 2007, that a hemostatic clipping device was used during an endoscopic retrograde cholangiopancreatogram (ercp) on the same day. (Patient weight unknown) according to the complaint, when the doctor tried to extract the stopper and release the clip, he could not because the clip remained adhered to the over sheath kinks. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal."

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath 0 .25from the distal end. The control wire was separated per design. The over sheath could easily be slid along the length of the coil. The customer's complaint description as well as the as reported classification cannot be confirmed for this complaint since the clip assembly was not returned with the device. The complaint is specifically in regards to the clip assembly, however it was not returned with the rest of the device. Without the clip assembly, it cannot be determined if the device malfunctioned or failed to meet specifications. Without the clip assembly, a root cause could not be determined for this complaint. This complaint has been classified as root cause unknown.